Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: this complaint concerns a patient treated with two tx2 devices for taa. The physician was unable to withdraw the sheath to deploy the second and proximal device. According to IFU and complaint history, tortuous anatomy is an influencing factor on this type of event. Therefore, imaging of the patient anatomy was requested, but not provided. At this time its' not possible to determine root cause of the reported event. Cook medical will re-open its' investigation if additional information is received. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# b)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2017, 13:00~: a (B)(6) male patient underwent tevar. The patient was suitable for the procedure and the procedure was conducted as labelled. Since there was a difference between proximal and distal aortic diameter, the procedure was planned as follows; placing esbe-22-80 in the distal site, then placing zteg-2p-26-134-pf/ (B)(4)(= complaint device) in the proximal site. The zteg-2p-26-134-pf/ (B)(4) was flushed during preparation and inserted into the patient by right approach. When the device reached to the target site, the physician attempted to deploy the stent. However, the sheath was extremely tight to pull and would not be withdrawn at all, which made him unable to deploy the stent graft. He tried to pull the sheath several times though, these attempts failed. The device was replaced with another manufacture's device (gore's tag) due to concerns that adverse effects would have occurred on the patient if the physician had continued the attempts. The procedure was completed with the replacement device successfully and there have been no adverse effects to the patient reported. Patient outcome: there have been no adverse effects to the patient reported.